Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated for the reported issue of an increased intra-peritoneal volume (iipv) event. The iipv was not confirmed in the event log, therefore, the cause could not be determined. A device history review was performed and found that no previous events were related to the iipv. A service history review was performed and revealed no service events that were related to the iipv. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
Reportedly on (B)(6) 2011, the home patient (hp) using the homechoice (hc) machine reported an increased intra-peritoneal volume (iipv) event after use of the hc. The hp stated that she has felt overfilled the past 3 weeks. The renal nurse came last tuesday and performed a manual drain; 3.5l of solution was drained out. The fill volume was 2l and the last fill volume was 1.7l. This information meets iipv criteria. The tsr reviewed the therapy log and no iipv was found, except for the reported manual drain of 3.6l. The tsr explained that according to this therapy, it does not appear to be iipv. The hp states she normally drains more ultrafiltration and would like to swap the hc to rule it out. The hp will continue with manual supplies and follow up with the nurse. No patient injury or medical intervention was reported. No further information is available.